Event description:
It was reported in the use of the sheath cannot be inserted normally along the guide wire in the puncture process, the customer response is the end of the guide wire has a metal expansion, the general solution is to use scissors to cut the end, but because the end of the metal site structure, often need to be cut several times to have a smoother cut can be fed into the sheath. It was reported this occurred with five devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported in the use of the sheath cannot be inserted normally along the guide wire in the puncture process, the customer response is the end of the guide wire has a metal expansion, the general solution is to use scissors to cut the end, but because the end of the metal site structure, often need to be cut several times to have a smoother cut can be fed into the sheath. It was reported this occurred with five devices. This report addresses the second device.